Event description:
Pt was admitted here on 8/6/96 for or on 8/7/96. Initial implant on 7/24/96, discharged on 7/29/96 to home. On 8/1/96 hip dislocated and was reduced under general anesthesia (not performed at this health ctr). On 8/5/96 hip dislocated again. Initial implant was performed at this health ctr.